Event description:
Getinge became aware of an issue with our surgical equipment. Based on photographic evidence the designated complaint unit employee found that paint was peeling from suspension and spring arms, also an additional layer which has been added on site on the suspension arm was peeling off. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
E1b event site name: (B)(6). E1i event site telephone: (B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with our surgical equipment sahorhdfs dual video hd main arm. Based on photographic evidence the designated complaint unit employee found that paint was peeling from suspension and spring arms, also an additional layer which has been added on site on the suspension arm was peeling off. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b3 date of event, b5 describe event or problem and g3 date received by manufacturer deems required. This is based on the internal evaluation. Previous b3 date of event: blank corrected b3 date of event: 05/24/2024. Previous b5 describe event or problem: getinge became aware of an issue with our surgical equipment. Based on photographic evidence the designated complaint unit employee found that paint was peeling from suspension and spring arms, also an additional layer which has been added on site on the suspension arm was peeling off. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: getinge became aware of an issue with our surgical equipment sahorhdfs dual video hd main arm. Based on photographic evidence the designated complaint unit employee found that paint was peeling from suspension and spring arms, also an additional layer which has been added on site on the suspension arm was peeling off.. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Date received by manufacturer provided in emdr 9710055-2024-0000584: 05/24/2024. Corrected date received by manufacturer: 10/29/2024. Getinge became aware of an issue with our surgical equipment sahorhdfs dual video hd main arm. Based on photographic evidence the designated complaint unit employee found that paint was peeling from suspension and spring arms, also an additional layer which has been added on site on the suspension arm was peeling off. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical equipment did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. It is also recommended to avoid excessive friction during cleaning or inappropriate cleaning products. Moreover it can be noticed that an adhesive layer has been added (duck tape) on a part of the main arm but also on the spring arm. This layer is peeling off in many places of these components. This is not something that we recommend to do even temporarily and we strongly advise to replace those 2 components. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Manufacturer narrative:
The correction of b3 date of event deems required. This is based on the internal evaluation. Previous b3 date of event 05/24/2024. According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number: (B)(4).